Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with insert new battery alarms upon insertion of a new energizer battery. Problem isolated to battery tube. Unable to verify software error detected alarms due to battery tube anomaly.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. Customer was getting battery failed alarm. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.